Event description:
It was reported that this left ventricular was surgically abandoned due unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported.